Event description:
Reportedly, the sales representative was contacted by the hospital regarding a valve that was explanted after 8 years implant duration due to aortic stenosis. The operative report notes that it appeared that the prosthetic valve was calcified. Tee showed critical aortic valve stenosis and mild aortic valve insufficiency. A new magna valve was selected for replacement. The patient was transferred gently to the ICU in critical but stable condition.

Manufacturer narrative:
(B)(4). Evaluation: x-ray. Evaluation summary: as received, the valve exhibits multiple cuts and cut out in the tissue. Most of the tissue has been cut off; three sections of tissue were returned with the valve. Approximately ½ the sewing ring was cut off, most likely due to explant. In the remaining tissue, calcification is minimal to moderate in the belly region of the right coronary leaflet and the non-coronary leaflet. Calcification is heavy in the belly region of the left coronary leaflet. Calcification is also detected in the pieces of tissue returned. Host tissue is moderate at the stent inflow and stent outflow. The x-ray demonstrates calcification. Additional manufacturer narrative: calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. The device remained implanted for approximately 8 years. Although the cause of the calcification is unknown, it is likely that patient factors contributed to the event. Overall, the investigation results did not indicate a product quality deficiency during the manufacture of the device that may have contributed to this event.

Manufacturer narrative:
Evaluation method: device evaluation anticipated, but not yet begun. Conclusion: device evaluation anticipated, but not yet begun. Additional manufacturer narrative: root cause cannot be determined at this time, as the device has not been evaluated.